Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x12mm promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent was altered upon withdrawal. No patient complications were reported.